Manufacturer narrative:
The device was received for evaluation with a minicap and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. The reported condition was verified. The separation between the main body and twist sleeve was determined to be a broken occluder foot which was identified during visual inspection. An assignable cause of the broken occlude foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set separated between the main body and twist sleeve. There was no patient injury or medical intervention associated with this event. No additional information is available.